Event description:
It was reported, the video system center experienced power failure. The power cable was checked and reconnected, but the same problem occurred. The issue was found during preparation for use in an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the reported issue could not be duplicated, no abnormalities were found in any of the visually observable areas. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.